Manufacturer narrative:
Continued h6 (health effect - impact code): f15. A review of the device history record has been completed. No deviations or non-conformance noted. Photo analysis: visual analysis of the photographs identified: edema: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Additional observations: observed rupture on the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and swelling in the breast. (Device found ruptured during explant surgery).

Event description:
Patient reported for left side "radiologist says the implants have changed". Patient representative later reported patient had pain and swelling in the breast. Device found ruptured during explant surgery. Device has been explanted.